Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference manufacturer report: 1627487-2017-08536. It was reported the patient was not getting relief and the leads were uncomfortable. A company representative offered to meet with the patient to try to adjust the stimulation, the patient declined. Surgical intervention was taken to explant the scs system.